Manufacturer narrative:
Device is a combination product. Device evaluated by MFR: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that during a coronary artery stenting treatment procedure the stent was damaged. The unspecified lesion was predilated with a non-bsc balloon and a 3.0x32mm taxus liberte stent was advanced, but unable to cross the lesion. The device was removed to complete additional predilations and the stent was found to be damaged. The procedure was completed with a 3.0x38mm taxus liberte stent. There were no reported patient complications.